Manufacturer narrative:
(B)(6).

Event description:
It was reported that the cadd pump read "no cassette", but the cassette was inserted while using a cadd® administration set. No adverse events to the patient were reported.

Manufacturer narrative:
Report source: (B)(6). One cadd extension set returned for analysis in used condition. Visual inspection of the pump shows the set was in good condition. Use testing was performed. Sample was connected and fully priming and the pump shows upstream occlusion alarm. The start tube engagement with the pump tube is more than 0.375 inches. This spec is out according to procedure (B)(4). The customer complaint was confirmed. The root cause is most probable the star tube bond engagement is out of specification. Engineering will retrain the production personnel to reinforce assembly of the pump tube. No reported adverse effects.